Manufacturer narrative:
Pt demographics unavailable. The medtronic representative evaluated the system in the field. He attempted to load the same exam and found that when a different scanner mask option was used to load the disc, the software did not exit. Also, the mouse was incorrectly connected to the computer. This has been shown to cause issue or crashes with the software. Site recently upgraded to a newer system, so no further issues have been reported.

Event description:
Medtronic representative reported that in march cranial the software exited after loading the exam. The surgeon decided not to use the system for the upcoming case. No impact on pt outcome was reported.